Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
A patient with a femur fracture was implanted with a plate and screw construct on an unknown date in (B)(6) 2012. On an unknown date, it was discovered that the patient had non-union. The patient returned to the or for revision on (B)(6) 2013. All hardware was removed and the patient was revised to a 95 degree blade plate. The implants will not be returned for evaluation. No additional information is available. This is report 7 of 11 for complaint (B)(4).